Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported that they would like to receive their product and warranty information. Later patient reported "got a rupture", "had a capsular contracture" diagnosed via ultrasound, "got a biopsy and she has been told has a benign tumor, there was fluid coming out from the implant also". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported that they would like to receive their product and warranty information. Later patient reported "got a rupture", "had a capsular contracture" diagnosed via ultrasound, "got a biopsy and she has been told has a benign tumor, there was fluid coming out from the implant also". This record is for the left side. Device remains implanted.